Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced multiple allegations on the device. Namely exposed to moisture, crack the battery compartment, serial number at the back of the pump worn off, critical pump error (open book image), device test failed and keypad unresponsive. The customer reported, blood glucose value of 400 mg/dl. The customer reported, hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-1884, mmt-342, mmt-441ak. The customer does not feel ok to troubleshoot for hyperglycemia. It was unknown, whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The customer reported, that pump was exposed to moisture. But, there was no visible fluid in pump. Troubleshooting was performed. And found, that the pump did not pass the self test and the buttons not being responsive after a keypad anomaly and/or stuck button alarm. It was also found, that the insulin pump performed safety checks and the error was found. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested. And customer response, was the device will be returned. No product return is required for mmt-342, no product return is required for mmt-441ak.